Manufacturer narrative:
Information contained in this report was previously submitted through asr 1193463 on 19-oct-2015 and asr 1436221 on 22-jul-2017. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs the device filled with clear fluids. In the photograph, they place the explanted side as left, however, they place the leak comment on the valve, however, it cannot be determined because there are no photographs of the valve. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: "leaking," "autoimmune disease," "smaller," "very very sick", "pain and swelling", "left side leak at the valve, have a blood clot, and may lose right leg."

Event description:
Patient reported left side "leaking," "autoimmune disease," "smaller," "very very sick" and "pain and swelling." Patient also reported "left side leak at the valve, have a blood clot, and may lose right leg." Device has been explanted.